Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were not available to stryker for evaluation. Additional information: there were no remedial actions taken. This device is not labeled for single-use. Device will not be returned by the customer.

Event description:
This report summarizes four malfunction events in which the device reportedly overheated. Four events had no patient involvement; no patient impact.